Event description:
I was hurting in my left breast implant. Went to the dr and found out I had breast cancer on this date after testing (B)(6) 2019. Had breast cancer surgery on (B)(6) 2019. I see my radiation dr on (B)(6) 2019. FDA safety report ID# (B)(4).